Manufacturer narrative:
Initial and final MDR 1889175 - MDR 3003442380-2024-08488 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-apr-2024,it was reported that patient faced three events of infusion set tubing leaking from infusion set cannula. The infusion set had been used for 1 day. The blood glucose level was 179 mg/dl at the time of event. No further information was available.